Event description:
The customer contact reported a disconnection. The pt was receiving an unspecified concentration of pitocin via a plumset, which was connected to the distal clave of a primary piggyback set. At 0600, the nurse noted fluid on the fl and found the plumset option-lok male luer adapter was disconnected from the clave of the primary piggyback set. The nurse estimated that the set was disconnected for approx three hours. The physician was notified. The plumset was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.